Event description:
Device malfunction: failure to recover embolic protection device with recovery catheter 2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, the physician attempted to recover the embolic protection device with the rx accunet recovery catheter 2 low profile, flexible design and was unsuccessful. The device was removed and the physician was able to use the rx accunet recovery catheter 1 with the shapeable tip design successfully in retrieving the filter element. No adverse events were reported. One day post procedure, the pt was discharged to home. No additional info was provided.

Manufacturer narrative:
The device was discarded. The lot history record for this product was not reviewed because the part and lot number were not reported. The instructions for use (IFU) mention the option to use the alternate recovery catheter provided if the first one is unable to retrieve the filter basket. From the incident info and the device not being returned for investigation, the event appears to be related to the operational context in which the device was utilized.